Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
Device not available for evaluation.